Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us.

Event description:
As reported by the user facility: event 1: within 2 days, 3 connectors used by the same patient cracked. The patient has leukemia and was implanted with bd brand dual cavity PICC. The infused drugs include chemotherapy drug vp16, as well as leakage of metoprolol and cyclosporine (common drugs). Using PICC+positive pressure connector+weigao non-pressure resistant connecting tube for infusion, there are cracks at the junction between the connector and the connecting tube.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A total of two (2) samples (one used without packaging, and one unused in sealed packaging), and one (1) photograph were provided for evaluation. The photograph was visually reviewed and depicts a patient's arm with a catheter inserted into a vein. Blood was visible on the floor beneath the patient's arm; however, the photograph quality was blurry and does not conclusively identify the source of the blood. Therefore, the photograph does not provide clear evidence that the leakage originated from the reported item. Thereafter, both samples were visually and physically evaluated for leakage, and both passed inspection. It was also noted that an extension tube in unopened packaging was returned along with the ultrasites received. Based on the investigation findings, the reported defect could not be confirmed to be due to the manufacturing process. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.